Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure a resolute onyx rx coronary drug eluting stent was used to treat a severely calcified lesion. The device was inspected with no issues noted. Negative prep was performed with no issues noted. The lesion was pre dilated. Excessive force was not used during delivery. It was reported that the stent was unable to cross the lesion due to calcification and upon removal of the device the stent was deformed. The patient is alive with no injury.